Event description:
It was reported that the castvac w/8 foot hose and mobile stand sparked and smoked while being used on a cut booth on the service production floor. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that the castvac w/8 foot hose and mobile stand sparked and smoked while being used on a cut booth on the service production floor. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported events, device sparked and smoke came from the unit, were confirmed. During testing the service technician confirmed the customer comments, as through troubleshooting traces of sparks and smoke were observed. The tech found the motor had evidence of sparking and overheating, and the motor was identified as the primary failure. A motor failure can cause device functionality issues along with overheating, which can lead to sparking or smoke.